Manufacturer narrative:
(B)(6). A follow up report will be submitted upon completion of the investigation.

Event description:
It was reported to philips that the device was not able to discharge. The device was reported that it was in use on a patient, causing a delay in therapy/treatment and will be considered a serious injury. However, there was no direct adverse event happened on the patient or user in the report. There was no adverse event. However, there was a potential safety hazard. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.